Manufacturer narrative:
Analysis was performed by the philips remote service engineer (rse) personnel which included interviewing the customer and then dispatching a philips field service engineer (fse) onsite for further analysis. The rse confirmed that at the time of the event the unit did not product sound and there was speaker inoperative message present. The results of the onsite analysis by the fse confirmed the customer's alleged malfunction, and the faulty speaker assembly was replaced to resolve the issue. The unit has returned to working specifications. Based on the information available in the case and testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting address line 1 (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the unit has a speaker failure. It is unknown if the device produced sound at the time of the report. The device was in use on a patient at the time of the event, there was no adverse event reported.